Manufacturer narrative:
Facility believed heart attack happened during transfer. (B)(4) has been notified that an official autopsy has not yet been released at the time of this submission. (B)(4) has been made aware that the initial reporter no longer works at the facility. Current contact that all f/u is being submitted to is (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The facility's report, as told to the (B)(4) service tech during an on-site investigation: "caregiver was transferring pt from a wheelchair to the bed. He had a bowel movement during transportation. Caregiver tried to change pt while he was fastened to the lift. All of a sudden he gave in as if he fainted and the caregiver tried to catch him and injured her back. [(B)(4) service tech] was told that the leg strap of the lift wasn't fastened to the pt." Facility also reports that the pt fell straight down due to their legs not being strapped, but did not hit the floor.